Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent on (B)(6) 2026 due to lack of subcutaneous tissue at the insertion site and the patient experienced high blood glucose levels for about two hours which was treated with pump. The site of insertion was abdomen.